Manufacturer narrative:
(B)(4).

Event description:
It was reported there was no stimulation, and a loss of therapeutic effect. There was poor communication with the pt programmer. The pt was able to see all 3 lights solid green on the programmer and heard one beep at one point, but the pt could not get all 3 lights to light up again. The pt did not use her programmer typically because the stimulation was always at a "good" level. The pt saw her doctor about the event and was not successfully reprogrammed. The pt had surgery to fix the problem with the stimulation system, and the pt was no longer having any problems. Additional info has been requested, a f/u report will be sent if additional info becomes available.